Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire inside the device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues. Inspection of the device revealed that the bottom of the burr was damaged and not rounded. There was some of the coil still broken off inside the burr. The annulus was damaged and flared. The damage to the annulus is consistent to interaction with the rotawire during rotation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: "recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05338. It was reported that rotaburr detachment occurred and there was difficulty removing. The 90% target lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. A 1.25mm rotalink¿ plus was selected for use. During the procedure, ablation was performed in the ostium of cx, 3 to 4 times in which one ablation was 15 to 20 secs. At 190,000rpm. When the burr was pulled into the non bsc guide catheter, it was noted that the proximal part of the burr tip became separated within the non bsc guide catheter. The physician attempted to retrieve the burr fragment by pulling the rotawire; however, the rotawire became caught in an uneven area of the lesion after ablation and could not be removed. Snare was then used for retrieval, but was unsuccessful. A non bsc guidewire was advanced to the cx by an unspecified guide catheter and the area beside the rotawire that caught was dilated using an unspecified balloon. The rotawire was then removed and the separated burr was retrieved. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was stable.